Manufacturer narrative:
Additional information is provided in g.1., g.2., h.6. And h.10. The 25 gauge illuminated flex curved laser probe was not sent for evaluation. The lot number (l/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a laser probe would not fit through the trocar. The laser probe was exchanged and fit through the trocar. Additional information has been requested.